Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the devices stopped working. The details are unknown. There were no patient consequences. Case completed with another device of the same product code.